Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead was failing to capture. Programming changes were made, the ra lead was deactivated. The patient was in stable condition.

Event description:
New information noted that the right atrial (ra) lead exhibited low sensing. The ra lead was repositioned. The patient was in stable condition.